Event description:
Received a copy of the customer's maude database report from FDA which states, "alaris pump lvp (B)(4) was used to administer casirivimab-imdevimab (regencov) to this patient. The nurse started the infusion using the programming from the library on the pump. The relieving nurse can into the room, saw that the pump indicated 100 ml had infused but she noticed that bag still had about 75-100 ml remaining in the bag. She called pharmacy and I looked into the room and identified that the likely problem was a clamp located just above the filter was closed. She unclamped the line and finished the administration. I reviewed the compounding with the pharmacy technician to ensure the appropriate amount of medication was added to the bag. She confirmed it was 5 ml of casirivimab and 5 ml imdevimab added to the bag. After the infusion, I personally inspected the compounded bag again to find a 100 ml bag appropriately labeled. It is impossible for the bag to have had 200 ml due to the small size of the bag. I took the pump to the pharmacy and using the same infusion set, spiked another 100 ml ns bag. I programmed the pump for casirivimab-imdevimab again and left the lower clamp closed the pump performed for a few seconds and then alarmed of an occlusion."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's maude database report from FDA which states, "alaris pump lvp (B)(4) was used to administer casirivimab-imdevimab (regencov) to this patient. The nurse started the infusion using the programming from the library on the pump. The relieving nurse can into the room, saw that the pump indicated 100 ml had infused but she noticed that bag still had about 75-100 ml remaining in the bag. She called pharmacy and I looked into the room and identified that the likely problem was a clamp located just above the filter was closed. She unclamped the line and finished the administration. I reviewed the compounding with the pharmacy technician to ensure the appropriate amount of medication was added to the bag. She confirmed it was 5 ml of casirivimab and 5 ml imdevimab added to the bag. After the infusion, I personally inspected the compounded bag again to find a 100 ml bag appropriately labeled. It is impossible for the bag to have had 200 ml due to the small size of the bag. I took the pump to the pharmacy and using the same infusion set, spiked another 100 ml ns bag. I programmed the pump for casirivimab-imdevimab again and left the lower clamp closed the pump performed for a few seconds and then alarmed of an occlusion."